Event description:
The core impaction drill was sent for evaluation due to overheating. No further info was provided by the user facility.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.